Event description:
It was reported that the patient changed their controller on (B)(6) 2021 after hearing alarms at home.

Manufacturer narrative:
Section d4: the serial number, lot number, and expiration date are unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient experienced alarms associated with pump stops was confirmed via the evaluation of heartmate ii lvas, serial number (B)(6) related manufacturer report number: 2916596-2021-01395). Evaluation of (B)(6) identified a compromised driveline that would have contributed to the reported pump stops and low speed events recorded in the log files. The log files provided for review captured multiple episodes of pump speed drops below the low speed limit and motor stop alarms while the patient was supported by both the power module and batteries. The pump stops were accompanied by low speed events as low as 0 rpm and power elevations as high as 18 watts. The heartmate ii system controller used at the time of the reported alarm events was not returned for evaluation. As a result, the cause of the event could not be correlated to the system controller. Attempts were made to obtain additional information such as the controller serial number that was used at the time of the event and the return status of the device; however, no additional information has not been provided at this time. To the date, the system controller (serial number unknown) associated with this complaint is unavailable for analysis. As a result, this complaint file will be closed with no further actions. If the product is returned in a later time, the complaint file will be re-opened. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard, low speed, pump off, and low flow alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient changed their controller on (B)(6) 2021 after having alarms at home.